Manufacturer narrative:
Device evaluation: no sample was returned and no photo was provided. Reported leak might happen when luer lock is not tightened correctly (too much or not enough). Without sample, photo or video we are unable to further investigate and confirm this complaint and the root cause remain unknown. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
It was reported that a leak was found in the catheter connector. There was patient involvement and no patient adverse event reported.